Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Evaluation of the returned transmitter did not confirm intermittent out of range. A receiver (sn (B)(4), mfg date: 11/09/2012) was also returned for evaluation and there was no issue detected.